Event description:
While wearing the external equipment, the patient reportedly experienced pain at implant site. The patient was seen for advice evaluation. Testing performed confirmed that the device was not functioning. The patient's device was explanted.